Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that primary rn placed nasogastric tube (bard nasogastric sump tube order number (B)(4)) lot number ngjw3715, 16 french. The nasogastric tube would not work when connected to suction. Primary rn called cn and cn inspected tube. Manufacture malfunction to tube at the base of the fluid reflux tube. Cn asked patient if we could place another tube and patient did not want another tube placed. Cn explained situation and patient still did not want another tube placed. Cn cut tube proximal to malfunction to obtain patent suction. The nasogastric tube had a hole at the base of the backflow valve. This did not allow suction due to it being an open and not closed system. To quickly provide pain relief by decompressing the stomach it was determined to cut the tube proximal to the manufacture defect to create a closed suction system. The partial tube (distal end) is at the cn station in a biohazard bag. This portion of the tube has the defect. As a side note, the nasogastric tube was replaced about 45 min later to a new tube and there were no issues with the new nasogastric tube.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that primary rn placed nasogastric tube (bard nasogastric sump tube order number (B)(4)) lot number ngjw3715, 16 french. The nasogastric tube would not work when connected to suction. Primary rn called cn and cn inspected tube. Manufacture malfunction to tube at the base of the fluid reflux tube. Cn asked patient if we could place another tube and patient did not want another tube placed. Cn explained situation and patient still did not want another tube placed. Cn cut tube proximal to malfunction to obtain patent suction. The nasogastric tube had a hole at the base of the backflow valve. This did not allow suction due to it being an open and not closed system. To quickly provide pain relief by decompressing the stomach it was determined to cut the tube proximal to the manufacture defect to create a closed suction system. The partial tube (distal end) is at the cn station in a biohazard bag. This portion of the tube has the defect. As a side note, the nasogastric tube was replaced about 45 min later to a new tube and there were no issues with the new nasogastric tube.